Event description:
After the implant procedure was completed, a pneumothorax was confirmed by imaging and it was determined the sensing lead had migrated into the pleural space. Physician placed a chest tube and admitted the patient. Physician brought the patient into the or three days later, opened the incision, repositioned the sensing lead, and closed. This resolved the issue.